Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site and found and tightened a luer lock on fitting #3 (wire marker, wm3) of the differential (diff) mix chamber module that was not fully tightened to resolve the leak. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported a reagent fluid leak of approximately 5ml from a coulter lh 500 hematology analyzer. The leak was not contained within the instrument and there were no error messages observed at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.